Manufacturer narrative:
Concomitant medical product: fluorouracil 2200 mg and saline solution 0.9%. There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidents, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 2026095-2016-00233 for the second patient. Refer to 2026095-2016-00234 for the third patient. Fill volume: 240 ml, flow rate: 2 ml/hr, procedure: ecf treatment. It was reported that a patient attended an institution for a pump refill four days after it was initially filled, even though the pump was supposed to last five days. This event occurred in a the previous refill as well. The patient was to have a medical follow-up to be monitored for symptoms such as diarrhea, mucositis, and dehydration. No further information was provided.

Manufacturer narrative:
Correction: MFR report number year corrected to "2016." The device history record for the reported lot, 0300050205, number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 10-dec-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.